Event description:
The patient reportedly experienced intermittent lock between the external equipment and the internal device. In 2005, the patient was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device was scheduled.